Manufacturer narrative:
UDI unable to be provided as the customer did not provide the lot number. The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap salpingo-oophorectomy - "one of the metal prongs coming out of the bag came out of the product, it back out of the tube. Metal was not exposed in the patient, it stayed in the bag." Patient status: "ok". I stopped at (B)(6) and inspected the actual retrieval bag used. The metal prongs that hold the bag upon deployment were firmly attached to the introducer. I tugged on them hard and they didn't budge. The product was fully functional, the plunger worked like it should and the bag seemed completely normal. It seems what happened was one side of the retrieval bag slipped off the metal prongs while in use. I wasn't there, so I can't comment on anything more particular than that. But I am sure the metal prong/s did not detach. The string that needs to be detached from the shaft of the introducer was still attached as well. As for the no charge po, the operating room (or) materials person said "don't worry about it". Could you please give us further details describing how the bag did not function as intended? After stopping by the hospital and seeing the product, the bag seemed to be in working order. One side of the retrieval bag slipped off the metal prongs used to hold open the bag when deployed. When did this event occur: during deployment? Retrieval of the specimen? Bag cinching? Or bag removal? During specimen placement in the bag as far as I understood. Was the actuator/plunger retracted prior to full deployment? Don't understand this question. Is the surgeon/user new to inzii? Unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received on july 7, 2016 from applied medical team member: it is unknown if, after removing from the packaging, the user pulled back on the handle prior to pushing the handle forward to deploy.